Manufacturer narrative:
DHR review: the quality records indicate that these components met all requirements to perform as intended. No trend considering the following event is identified: loosening event summary: it was reported that the patient received a right hip implant on (B)(6) 2009 and was revised on (B)(6) 2013 due to cup aseptic loosening. Review of received data the received njr database entry were reviewed. In the reason of revision part, aseptic loosening - socket, incorrect sizing, lysis, wear of acetabular component and adverse soft tissue reaction to particle debris fields have the value no. No other medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check between mmc cup and metasul ldh was performed from www.productcompatibility.zimmer and showed that it was approved by zimmer biomet. However, due to the unknown information of the adapter, compatibility between metasul head and cls stem cannot be confirmed. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. The contributing factors for cup loosening in general includes inadequate planning, cup deformation by inappropriate use of instrument, incomplete seating of the cup, malpositioning , stress shielding and inadequate postoperative care. However, due to the significant lack of information, it is not possible to perform a accurate analysis. Therefore, we were not able to identify a specific root cause for this issue. Since this case is related to the issues for which zimmer implemented a corrective action there will be no further investigation. Zimmer¿s reference number of this file is (B)(4).

Event description:
No change to previously reported event.

Manufacturer narrative:
Concomitant medical products: metasul ldh, head, 48, code n, taper 18/20, catalog no# 0100181480, lot no# 2462344; cls spotorno, stem, 125, uncemented, 10.0, taper 12/14, catalog no# 0100295010, lot no# 2523619. Therapy date: (B)(6) 2013. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the right side and underwent revision surgery due to loosening.